Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined the reported condition that the device would not work was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the device had a cut in the hose near the muffler area and the locking components were damaged. Also, the modified set screw and the housing pins failed the loctite assessment as they were found to be loose. It was further determined that the device failed pretest for safety assessment as the device operates with safety engaged (power broken), hose verification, and loctite. The assignable root cause of these conditions was determined to be traced to the user, which is user error. UDI ¿ (B)(4).

Event description:
It was reported that the motor device was not working. During in-house engineering evaluation it was determined that the device was power broken and would run in the locked position. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.